Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2010) is considered to be a best estimate. This MDR represents sepramesh ip (device 2). Additional supplemental emdr's were submitted to represent the composix kugel mesh (device 1) and ventrio st mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2009 ¿ patient was diagnosed with ventral incisional hernia thereby underwent open repair with implant of composix kugel mesh (device 1). Per operative notes, in the midline, hernia sac was excised and adhesions were reduced. The large composix kugel mesh (device 1) was placed over the defect and secured with sutures and tacks.¿ (B)(6) 2010 ¿ patient was diagnosed with incarcerated recurrent ventral incisional hernia and pain thereby underwent laparoscopic repair with implant of sepramesh ip mesh (device 2). Per operative notes, ¿the significant amount of adhesions involving mesh (device 1) and small bowel were lysed. The hernia contents were reduced and sepramesh ip (device 2) was placed over the hernia defect and sutured.¿ (B)(6) 2018 ¿ patient was diagnosed with left flank incisional hernia thereby underwent robotic repair with removal of composix kugel mesh (device 1) and implant of ventrio st mesh (device 3). Per operative notes, ¿the old mesh (device 1) was seen contracted and wadded up superfascial to previous mesh (device 2). The mesh (device 1) was removed. The overlying skin in this area was thinned and ischemic. Adhesions of anterior abdominal wall was lysed. The left flank incisional hernia was repaired with ventrio st mesh (device 3) and sutured. The fascia was closed and sutured.¿